Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to crosstalk oversensing of right atrial (ra) lead pacing on the right ventricular (rv) lead followed by ventricular non-capture. In addition, right ventricular autothreshold (rvat) tests were unsuccessful for the last four days due to low evoked response. As a result, rv lead dislodgement was suspected. Additional information received reported that the patient was seen in clinic and it was determined that the ra lead had dislodged. Ventricular pacing was observed with aai pacing, however egm review showed that the a-sense and v-sense signals were on top of one another. Chest x-rays and ra lead revision were scheduled. The ra lead was repositioned and it was noted that this physician overtorques the pin to extend the helix. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.